Event description:
It was reported that small p wave sensing was noted on the right atrial (ra) lead. Diagnostic imaging was performed, and lead dislodgement was found. The ra lead was explanted and replaced. The patient was stable without any adverse events.